Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing impression two month after the first fitting. The x-ray shows the electrode array lying in the vestibular organ. Re-implantation is considered.

Manufacturer narrative:
According to the information received, the electrode array was found lying inside the vestibular organ. The patient has no hearing impression at two months after first fitting. A revision surgery to reposition the electrode array inside the cochlea was successfully performed. In situ measurements are fine. The concerned device remains implanted and in use. This is a final report.

Event description:
The patient has no hearing impression two months after the first fitting.